Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite xp® implant 4/5 x 10mm assembly (item # os4510) was returned for investigation. Visual inspection of the as returned product identified fracturing of the implant as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (499103). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 499103) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event for implant fracture is confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
It was reported that the implant was removed due to fracture and inflammation/gingivitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Due diligence was completed to gather additional information regarding the ID of the reported device. Based on the information provided at the time of this submission, the implant remains implanted. PMA/510k is unknown due to the device ID not being known. Should additional information be received which indicates the ID of the unknown device, an additional report will be submitted.

Event description:
The doctor reported that the unknown implant fractured at the second thread and has been treatment planed form removal.